Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The 1st vizigo was leaking blood back from damage and the 2nd sheath the dilator tip was broken. The side of the vizigo sheath was cracked causing bleed back. The caller replaced the sheath. It was then reported that the tip of the dilator broke off from the replacement vizigo. The dilator from the first sheath was used to complete the procedure. No patient consequences. There were no visible indicators that there would be an issue. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The reporter does not believe the hemostatic valve/brim cap/hub become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was not a significant amount. This report is for the 1st of 2 vizigo sheaths. The manufacturer report number for the 2nd sheath is 2029046-2022-01439. The hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-jun-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-jan-2023, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The 1st vizigo was leaking blood back from damage and the 2nd sheath the dilator tip was broken. The side of the vizigo sheath was cracked causing bleed back. The caller replaced the sheath. It was then reported that the tip of the dilator broke off from the replacement vizigo. The dilator from the first sheath was used to complete the procedure. No patient consequences. Device evaluation details: visual analysis of the returned sample revealed the shaft was observed bent near the handle, the distal dilator side was broken, and the irrigation luer hub tubing was broken. No other damage or anomalies were observed on the carto vizigo sheath. The valve is in good condition and no indicators that the valve could be related to the leakage. An irrigation test was performed, per bwi procedures. The catheter failed the test since the irrigation tube was found damaged in the luer hub. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the device with heparinized saline prior to insertion into the body. A device history record review was performed for the finished device 50000125 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).